Event description:
Note: this MFR. Report pertains to the first of two devices that were used during the same procedure. Refer to associated MFR report # MDR_nov2008_300509980320081239 for a description of the other device. It was reported to boston scientific corporation in 2008 that a cre balloon dilatation catheter was used during an esophageal dilation procedure the day before. (Male patient, age and weight unknown) according to the complaint, during prep, the balloon was kinked on the catheter and would not inflate. The case was completed with another cre balloon dilatation catheter device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "fine"

Manufacturer narrative:
The complaint sample has not been returned for evaluation. A device analysis cannot be performed; therefore, the cause of the reported event is undetermined. Other: disposed.